Event description:
Caller reported that the indicated battery charge dropped by 30% in a short period. There was no impact on the customer's blood glucose level. The issue was resolved by providing pump reset information and details on a software update that addresses the problem, and the caller was educated on preventing the issue until the update can be applied.